Manufacturer narrative:
Conclusion: parts on order and device will be repaired once parts are received.

Event description:
It was reported via repair work order that the scale was inaccurate due to load cell damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.